Manufacturer narrative:
The analysis results showed that one ec60 device was returned with no visual non-conformances and with a fully fired cartridge. The device was in the close position and the knife midway. The manual release lever was pulled and the knife returned to the home position allowing the anvil to open. The device was tested for functionality with a test cartridge; the device achieved a complete 3-strokes and fired without any difficulties noted. Event described could not be confirmed as the device achieved a complete firing cycle, the staples formed as intended and it opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap gastric bypass, the device was stuck on bowel tissue. The tissue was cut from the bowel and the tissue and the device was removed along with the trocar. No further information provided.